Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Variax one-third tubular plate on ulna broke. Plate was replaced with a variax compression plate.

Event description:
Variax one-third tubular plate on ulna broke. Plate was replaced with a variax compression plate.

Manufacturer narrative:
The reported event that one-third tubular plate variax2 14 hole / l167mm was alleged of 'implant breakage after surgery' could be confirmed, since the device was returned for evaluation and matched the alleged failure mode. Device inspection was done and the breakage of the plate was confirmed. Fracture surface showed signs of fracture due to fatigue failure. Such a failure could have occurred if the plate was subjected to heavy load on regular basis. Thus, based on investigation, the root cause was attributed to be patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. A review of the labeling did not indicate any abnormalities. The instructions for use clearly instructs that ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation.¿ and that ¿the implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable.¿ the instruction for use also mentions that ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up¿ if any further information is provided, the investigation report will be updated.